Event description:
It was reported that ongoing intermittent occlusion alarms occurred. There was no adverse impact to the customer's blood glucose level. To address the issue, the customer replaced the infusion set and cartridge, then resumed insulin therapy. Frequent and recurring occlusion issues were noted, prompting further follow-up by technical support for additional assistance.